Event description:
It was reported to philips that the device while during preventive maintenance of device that the co2 module was faulty. There was no reported patient involvement/adverse patient impact.